Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that her device was not improving her problems so she had the device explanted. The patient was wondering what she should do with her external equipment. The patient stated that the device initially helped her, but she could not get the right level that she needed it. The patient then added that she had a bad experience working with the programmer and was reluctant to call in for help and had a hard time getting in contact with her doctor. The patient stated that right after she had the procedure done, she was having issues with the device and when her manufacturer representative (rep) was working with it, it was in front of everyone and the patient was mortified and did not have a good experience with it. The patient stated that she chooses at this point to be incontinent. The patient stated that the device was taken out over a year ago. The patient stated that right after her implant is when she started having problems. No further complications were anticipated/reported.